Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012 08:09:52. During night drain cycle 20, the patient's ultrafiltration reading was 1228ml, indicating the home patient (hp) drained 1228ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. If any additional information is received, a follow-up will be sent.